Manufacturer narrative:
(B)(4). Device evaluation: during product evaluation by a baxter service technician, a colleague infusion pump experienced a consistent air in line alarm when no air was present. This event was confirmed during product evaluation. However, no assignable cause could be identified for the reported condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced a consistent air in line alarm when no air was present. This may have been a false air in line alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.